Event description:
It was reported that the patient ended up getting an infection after the first couple of weeks. The patient stated that he was not sure if it was the leads or the actual implant that got infected, it was just the area the implant was in. The patient had puss coming out of his back and it was hot to touch. The patient went to the hospital within 2 weeks of having the device implanted. The patient would be in for 2 weeks, would get sent home, and then had to go back for 2 weeks. While the patient was at home he had to go to the hospital 2 times a day for infusion injections for antibiotics. In (B)(6) 2008 the healthcare professional (hcp) stated that it was all the patient¿s fault because he wasn¿t going in for infusions 2 times a day. The hcp told the patient that they could not take out the device. Every other hcp the patient saw told him that the device needed to be removed. In (B)(6) 2008 the patient asked for an ethics investigation and the device was removed the next day. The patient reported that they found the device floating in a pool of blood. They cleaned it out and found that a surgical sponge was left inside the patient¿s body. The device was removed (B)(6) 2008.

Manufacturer narrative:
Product ID: 7435, serial# (B)(4), product type: programmer. Patient product ID: 3 487a-45, lot# v120460, implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: lead. Product ID: 3487a-45, lot# v109836, implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: extension. (B)(4).